Event description:
Related manufacturer reference numbers: 2017865-2023-19315. It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead was failing but unspecified. During rv lead revision procedure, the right atrial (ra) lead was damaged. The rv lead and ra lead were explanted and replaced. The patient was discharged.